Event description:
It was reported that there was no rpm and time display on the console. The target lesions were unknown. A rotablator console was selected for use in the rotational atherectomy treatment procedure. The console was connected to an advancer and burr catheter. During platform testing, while still external to the patient, it was noted that the burr was rotating but both the rpm and time display remained blank. The procedure was completed the next day with a new console. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaints, no rotational speed display - no timer displays, were confirmed. The console and foot pedal were tested. The console displays were blank due to a partially displaced cable connection. The foot pedal was tested with a gold console and functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that there was no rpm and time display on the console. The target lesions were unknown. A rotablator console was selected for use in the rotational atherectomy treatment procedure. The console was connected to an advancer and burr catheter. During platform testing, while still external to the patient, it was noted that the burr was rotating but both the rpm and time display remained blank. The procedure was completed the next day with a new console. There were no patient complications reported.